Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in three repeater pump tube sets, which led to a leak. The customer stated that the holes formed during ¿the filtering of the product¿. The location of the leak was unknown. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not returned; however, a companion sample was received and evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using an in-house repeater pump, and the companion sample was found to operate per specification with no leaks noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.